Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) due to fluid leak from a hole in the reservoir. The device was implanted in the 1970's and became ineffective about a year prior. There were no patient complications reported.